Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient went to the healthcare professional (hcp) office, where a severe infection was confirmed/patient had infection symptoms, and the patient was immediately hospitalized to the emergency room. The area of infection was noted as on the patient's hip or buttocks as that is where he pump was and that is where the infection was. The patient stated it was "strange" because it started out as "a piece of tissue paper or something and then it opened up into a big infection from there." It was stated it could have gotten bruised, but the patient did not known. An infection was confirmed. The patient was immediately hospitalized after the infection was confirmed and was put on intravenous (IV) therapy. The patient's outcome was hospitalized, and their hcp was aware of the infection as they saw the hcp yesterday ((B)(6) 2017) or the day before ((B)(6) 2017). The infection was being addressed by the hcp. When asked for drug the patient stated the calibration constant was 117cc (which was read from identification card). Event date was noted as (B)(6) 2017. No further complications were reported/anticipate.